Manufacturer narrative:
An event of hemolysis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the product IFU in the indications for use: the amplatzer vascular plug ii is intended for arterial and venous embolizations in peripheral vasculature.

Event description:
The following information comes from the abstract, "efficacy and limitation of percutaneous transfemoral paravalvular leakage closure using amplatzer vascular plug ii,¿ which was taken from the 82nd annual scientific meeting of the (B)(6) circulation society, 2018. On an unknown date, amplatzer vascular plug ii was used off-label and implanted for percutaneous pvl closure. On an unknown date, the patient underwent urgent surgical valve replacement because of sudden worsening of hemolysis. No additional information is available.